Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed a backup battery fault alarm on (B)(6) 2022. Multiple emergency backup battery (ebb) exchanges had been performed and the alarms continued. The patient's controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the provided periodic log file and via a periodic log file extracted from the controller during testing. The periodic log files recorded events at intervals of approximately 24 hours. Backup battery fault alarms correlating to a load test failure condition were observed on 01apr2022 at 23:39, and on data recorded from 03may2022 ¿ 15may2022. However, as the onset of the alarms were unable to be observed, the loaded and unloaded voltages of the battery at this time were unable to be determined. The alarms appeared to have resolved within the data, as the alarms were no longer active within the recorded data on 02apr2022 at 23:39 and on 16may2022 at 23:35. The provided event log file, and an event log file extracted from the controller during testing, were also reviewed, collectively containing data spanning approximately 5 hours (19apr2022, 6:29 ¿ 9:30 per timestamp and 17may2022, 5:55 ¿ 8:11 per timestamp). However, no atypical events regarding the controller were observed within the event log files, and the pump maintained speeds above the low speed limit while connected to the driveline. During the investigation there was incidental finding of wire fatigue measured within the black cable. The system controller (serial number (B)(6)) was functionally tested and was found to operate a mock loop as intended; backup battery fault alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.